Event description:
It was reported that an 840 ventilator had an oxygen sensor issue. There was no patient involvement at the time of the reported incident. A service engineer (se) inspected the ventilator and was unable to duplicate the reported condition. The se performed all testing and calibrations and the ventilator operated within the manufacturing specifications.